Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an adhesive failure on (B)(6) 2026 as they dropped the pump and the infusion set came off when the pump fell to the ground. No further information available.